Event description:
New information received notes that the atrial lead sustained insulation breach.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation, the atrial lead exhibited intermittent loss of sensing and low, out-of-range pacing impedance. Damage on the atrial lead was observed during the procedure. The atrial lead was capped and replaced on (B)(6) 2021. Patient's condition is stable.